Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was identified as potentially contaminated during an on-site inspection. The technician took pictures of the internal tubing and sent them to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the customer perform a quarterly cleaning and disinfection procedure per the IFU and hpc testing to gain a quantitative analysis of water quality. No patient involvement was reported. Cq received hpc test results on (B)(6) 2024 that were outside of cq specifications for water quality, indicating device contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer perform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer has chosen to reperform cleaning and disinfection and hpc testing and submitted water samples to cardioquip for testing. As of the date of this report cardioquip has not received passing hpc test results and cannot confirm if the device has been returned to specification.